Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Actions have been taken to prevent reoccurrence.

Event description:
Additional information received indicate surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipg.

Manufacturer narrative:
Date of even is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.